Event description:
It was reported that the customer had to replace the sensor four times and, after replacing the fourth sensor, she received an alarm. The customer's blood glucose was 32 mg/dl. The customer was unable to find what alarm is exactly was on the sensor alert history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.